Manufacturer narrative:
The reported issue of a dim segment is confirmed based on the field action. No further complaint investigation is necessary as CAPA 1143616 was opened to address this issue. No device history or qn search was performed since no source device serial number was reported by the customer. The device is used for treatment purposes. No product returned.

Event description:
It was reported that the device had dimmed led segments. Although requested, no additional information was provided.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the device had dimmed led segments. Although requested, no additional information was provided.